Manufacturer narrative:
The product that was removed in the (B)(6) 2017 surgery consisted of: 2 x 44-3650 50mm screws, 2 x 44-3645 45mm screws, 4 x 44-2001 set screws, 2 x 52-6040 40mm rods.

Event description:
Information provided via medwatch report mw5079566, states that it was noticed via x-rays in (B)(6) 2017 that a screw which was implanted in 2016 had broken. The available information did not state which of the implanted screws was found to be broken. A revision surgery was performed to replace the 4 screws and 2 rods.